Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) - catalyst ide, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 12f amplatzer torqvue 45x45 delivery sheath. It was reported the patient's left atrial appendage (laa) dimensions were as follows: orifice diameter = 30.6mm; depth = 26.3mm; and landing zone = 18.0-20.8mm. During procedure, the patient's activated clotting time (act) levels measured 367 seconds and the patient was administered heparin. There was one partial recapture and no full recaptures before successful implant of 25mm amplatzer amulet. Post-procedurally, within 10 minutes of arrival to the nursing, the patient became unresponsive, hypotensive, and diaphoretic. Echocardiography showed large pericardial effusion at the left atrial appendage that developed into cardiac tamponade. A decision was made to perform a pericardiocentesis at bedside and 2l of blood was removed. It was also reported the patient had a pulmonary artery tear leading to atrial fibrillation, pleural effusion, hypervolemia, stress induced hyperglycemia, atelectasis, pain, and ventricular fibrillation. The patient was emergently brought to the operating room for surgical intervention and surgical explant of the 25mm amplatzer amulet. The patient received amiodarone bolus and drip and betablockers were administered. The patient was in the hospital for 7 days and was treated for hyperglycemia with a sliding scale insulin. The patient was discharged on (B)(6) 2024 on oral amiodarone, fentanyl pca, tylenol, and oxycodone as needed for pain.

Event description:
Crd_964 - catalyst ide, patient site ID: (B)(6) (r850011701, r850089201, r850837401, r850839401, r850841701, r850839401, r850840001, r850838501, r850089201). It was reported that on 20 june 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 12f amplatzer torqvue 45x45 delivery sheath. It was reported the patient's left atrial appendage (laa) dimensions were as follows: orifice diameter = 30.6mm; depth = 26.3mm; and landing zone = 18.0-20.8mm. During procedure, the patient's activated clotting time (act) levels measured 367 seconds and the patient was administered heparin. There was one partial recapture and no full recaptures before successful implant of 25mm amplatzer amulet. Post-procedurally, within 10 minutes of arrival to the nursing, the patient became unresponsive, hypotensive, and diaphoretic. Echocardiography showed large pericardial effusion at the left atrial appendage that developed into cardiac tamponade. A decision was made to perform a pericardiocentesis at bedside and 2l of blood was removed. It was also reported the patient had a pulmonary artery tear leading to atrial fibrillation, hypervolemia, stress induced hyperglycemia, atelectasis, pain, and ventricular fibrillation. As a result of the pulmonary artery tear, a decision was made to place a pulmonary drain which resulted in a pleural separation measuring 5mm small pleural effusion. The patient was emergently brought to the operating room for surgical intervention and surgical explant of the 25mm amplatzer amulet. The patient received amiodarone bolus and drip, cryoprecipitate, intravenous fluids, platelets, lasix, and betablockers were administered. The patient was in the hospital for 7 days and was treated for hyperglycemia with a sliding scale insulin. The patient was discharged on (B)(6) 2024 on oral amiodarone, fentanyl pca, tylenol, and oxycodone as needed for pain.

Manufacturer narrative:
An event of the patient became unresponsive, hypotensive, and diaphoretic post-implant, large pericardial effusion at the left atrial appendage that developed into cardiac tamponade was reported. A decision was made to perform a pericardiocentesis at bedside and 2l of blood was removed. Also reported that the patient had a pulmonary artery tear leading to atrial fibrillation, hypervolemia, stress induced hyperglycemia, atelectasis, pain, and ventricular fibrillation. As a result of the pulmonary artery tear, a decision was made to place a pulmonary drain which resulted in a pleural separation measuring 5 mm small pleural effusion. The patient was emergently brought to the operating room for surgical intervention and surgical explant of the amulet. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Pre-procedural and angio images were received and reviewed, images confirmed close criteria being met and device release. A separate post-procedure tte confirmed circumferential pericardial effusion with the amulet device in its final location. Based on the information received, the cause of the reported incident could not be conclusively determined. There was medical intervention reported for administration of medication and blood transfusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.